Event description:
It was reported that the caller noticed on a carelink report that the patient had an atrial lead warning on (B)(4)-2010. They also noted a low impedance minimum value for the lead and high number of low impedance pacing events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.